Event description:
A malfunction was reported on the pump, with the screen going dark and failing to turn on. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller to connect the pump to a power source, which resolved the screen issue, and arranged to send a replacement pump with updated software. The customer was guided on returning the malfunctioning pump and updating the settings and connections on the new device.